Event description:
The surgeon implanted an aq2010v silicone three piece lens but the trailing haptic broke while it was being inserted. The lens was removed with no pt injury. The nurse stated it was unk as to why the haptic broke. An msi-tm injector and an aq cartridge were used but the nurse was unable to recall the lot numbers.